Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after changing infusion supplies and expressed concern that insulin vials left unrefrigerated for most of the day were ineffective; the user uses inset infusion sets and later reported stabilization of blood glucose. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond contacting a healthcare provider, and no hospitalization. Investigation included case review and user follow-up attempts, with troubleshooting and education provided to change supplies and consult the healthcare provider. Investigation of this case revealed no device malfunction reported or confirmed and no component failure identified; the cause remained unclear due to limited information and lack of device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.